Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg had become inoperable following an unrelated surgery. The device was in surgery mode prior to the procedure. A manufacturer representative met with the patient but was unable to connect to the ipg. In turn, surgical intervention may take place at a later date to address the issue.

Event description:
Additional information received stated that the patient underwent surgical intervention wherein the ipg was explanted and replaced. Post-operatively, stimulation therapy was restored.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The reported observation of ¿cannot connect to generator¿ was confirmed. The analysis results concluded the inability to establish communication between the programmer and the implantable pulse generator (ipg) was due to the device entering the service application state. The directions for use state before using an electrosurgery device, place the device in surgery mode using the patient controller app or clinician programmer app. The root cause of the device entering the service application state was due to the patient¿s surgical procedure as stated in the event details.

Event description:
Additional information received after analysis from the product performance engineering (ppe) group concluded that the ipg was not in surgery mode during the 5 oct(B)(6) 2020 surgery as previously reported. This led to the ipg becoming inoperable post-operatively.